Event description:
It was reported to medtronic minimed that the customer experienced unable to upload/download, no com other device to software. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s24 ultra (android 14) with mmt-1886 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the cause for the failure to upload was likely a pump issue. During the process in which the app was reading information from the pump, the pump had sent a packet of information which could not be verified. The crc integrity number attached to the packet was not able to be verified on our end so the snapshot failed. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: update pump firmware. Pump replacement. The workaround provided isn't a definitive solution to resolve all issues, but it can effectively address some specific issues. The issues will be addressed in the upcoming feature releases of the minimed mobile application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.